Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Visual inspection was performed and the sample was confirmed for the reported problem because the set contained a flared patient adapter. The inside diameter of the catheter adapter shroud appeared to be below nominal. Improvements were made to the mold and molding department procedures. A follow up report will be filed if any additional relevant information becomes available.

Event description:
It was reported the patient connector of a uv flash transfer set could not be firmly connected with the titanium adapter at the time of placement. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample evaluation confirmed the reported condition, but the cause of the flared patient connector could not be determined. Should additional relevant information become available, a follow-up report will be submitted. The following was reported in error and does not apply to this report: "functionally hand tightened a lab titanium adapter to set with difficulty noted."